Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient experienced a concussion related to a motor vehicle collision around the time of implant placement. The patient reports ongoing lightheadedness and believes that stimulation over the past month has worsened this symptom. The patient was instructed to turn off stimulation, but patient was reluctant to do so. Additionally, the patient alleges a lack of efficacy. A third reprogramming appointment was conducted. The patient was advised to consult with the physician regarding all concerns. Patient has agreed to do so. It was later reported that symptoms are back at baseline. Patient is going through 6 pads a day. The physician is aware and advised the patient to make an appointment. Patient has not confirmed if an appointment was scheduled or had any improvement as they have not responded to follow up attempts. It was later reported the physician turned off the stimulation as the patient believed it was making the lightheadedness worse.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient experienced a concussion related to a motor vehicle collision around the time of implant placement. The patient reports ongoing lightheadedness and believes that stimulation over the past month has worsened this symptom. The patient was instructed to turn off stimulation, but patient was reluctant to do so. Additionally, the patient alleges a lack of efficacy. A third reprogramming appointment was conducted. The patient was advised to consult with the physician regarding all concerns. Patient has agreed to do so. It was later reported that symptoms are back at baseline. Patient is going through 6 pads a day. The physician is aware and advised the patient to make an appointment. Patient has not confirmed if an appointment was scheduled or had any improvement as they have not responded to follow up attempts. It was later reported the physician turned off the stimulation as the patient believed it was making the lightheadedness worse.